Event description:
It was reported that the patient's left knee was revised due to the femoral component cracking nearly in half (crack runs anterior to posterior). Intra-operatively, the following were noted: the lateral side of the implant showed almost complete fibrous ingrowth (almost no bony ingrowth). The damage to the femoral component caused minor damage to the patellar component (not enough to revise the patellar component). The femoral component and liner were revised (no allegations against the revised liner) to a cemented cr femoral component and cs liner. Rep provided pictures. Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed via visual inspection. Method & results: product evaluation and results: visual inspection:the reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue. A portion of the triathlon femoral component appears to have been fractured. Clinician review: no medical records were received for review with a clinical consultant product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture at the triathlon femoral component. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photographs of the devices indicate that the devices have been recently explanted and are covered in blood/tissue. A portion of the triathlon femoral component appears to have been fractured. Further information such as return of the devices, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to the femoral component cracking nearly in half (crack runs anterior to posterior). Intra-operatively, the following were noted: the lateral side of the implant showed almost complete fibrous ingrowth (almost no bony ingrowth). The damage to the femoral component caused minor damage to the patellar component (not enough to revise the patellar component). The femoral component and liner were revised (no allegations against the revised liner) to a cemented cr femoral component and cs liner. Rep provided pictures. Rep confirmed no further information will be released by the hospital or surgeon.